Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 250 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states self test was failed. Customer declined to troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Hardware low level failures error confirmed in the device history due to broken trace. No inverse critical block did not add to zero error alarm noted.